Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: medical records received regarding patient having a suprapubic tube placed on (B)(6) 2010 due to urinary retention. Records included documentation of patient having multiple infections and urinary problems.

Manufacturer narrative:
Date sent to the FDA: 08/31/2016.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient had mesh removal surgeries on (B)(6) 2010 and (B)(6) 2011 due to pain, erosion, infections, urinary retention, constipation. No additional information is provided at this time. (B)(4) constipation occurred.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.